Manufacturer narrative:
The technician found the brake/steer linkage was worn. He replaced the brake/steer linkage to repair the stretcher.

Event description:
Information received indicates the head end brakes engage but are not holding.